Event description:
Per report received from foreign manufacturer: when the physician started to introduce the balloon on the guidewire, the balloon stopped and when he decided to keep out the balloon, it was stuck on the .014 wire.